Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in mr and subsequent dyspnea and heart failure, per the physician was related to a combination of procedural and patient conditions (clip opening, thin leaflets and not correct usage of medication). A cause for the reported clip opening while locked could not be determined. Mitral regurgitation, heart failure and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, a mitraclip was implanted. On (B)(6) 2025, a single leaflet device attachment (slda) occurred from the posterior leaflet. Patient returned symptomatic with heart failure symptoms and dyspnea. Recurrent mr of grade 4 was reported. On (B)(6) 2025, a redo procedure was performed and was unsuccessful due to challenging patient anatomy, thin leaflets and tight chordae structure. The clips were removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in mr and subsequent dyspnea and heart failure, per the physician was related to patient conditions (thin leaflets and not correct usage of medication). Mitral regurgitation, heart failure and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.